Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2023 for driveline infection and an implantable cardioverter-defibrillator (ICD) shock. Blood cultures identified beta-hemolytic streptococcus group b 3+ bacteria. The driveline infection was treated with multiple courses of antibiotics. Additionally, it was reported that the patient had premature ventricular contractions (pvcs) that led into ventricular to tachycardia (vt) and progressed into ventricular fibrillation (vfib) that was not sustained and was resolved with an ICD shock. It was noted that the arrhythmia was accompanied by the patient feeling malaise throughout the day. The patient reportedly had a history of vt prior to left ventricular assist device implant, however, the customer stated that it was unclear if the arrhythmia in this event was caused by the device and/or device therapy. On (B)(6)2023, it was noted that the medical doctor wanted to exchange the modular cable because it was worn out. During the exchange attempt, it was noted that the metal crescent end of the new modular cable was bent and would not connect to the patient's pump cable. The patient was connected back to their old modular cable and did not want to undergo another exchange attempt. The patient was discharged on (B)(6)2023. Related manufacturer reference number for the heartmate 3 pump: MFR-2916596-2023-07537

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a new modular cable not able to be connected can be confirmed. Visual inspection of the returned heartmate 3 modular cable revealed that the half-moon in the inline connector was bent. The pins inside the connector appeared unremarkable. Visual inspection of the cable jacket and the driveline connector was unremarkable. The attempt to connect the returned modular cable to a test pump cable was unsuccessful during evaluation. Due to the bent half-moon in the inline connector, the cable was not able to be connected and tested. The modular cable passed visual inspection and electrical testing. During the electrical testing performed with a cirris (cable electrical tester) tester, the cable was fully connected to the tester connectors, indicating that the damage occurred after the electrical testing during manufacturing. The evaluation could not conclusively determine how or when the damage to the half-moon alignment feature occurred. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The production records did not reveal any non-conforming material requests (ncmrs) related to the bend half-moon. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), under section surgical procedures how to make connection between the pump and the system controller. The section ¿patient care and management¿ informs the user ¿if the driveline or modular inline connector appears damaged, please contact thoratec corporation for assistance¿. No further information was provided. The manufacturer is closing the file on this event.